Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with a bd¿ allergy syringe with permanently attached needle 27 g x 1/2 in., 1 ml, foreign matter was found on the needle. The following information was provided by the initial reporter: there was some lint on the needles coming out of a fresh new tray.

Manufacturer narrative:
Investigation summary: customer returned photos of 1cc syringes with a tray from lot # 1201810. Customer states that the product had lint on the needlesthe photos were examined and exhibited an unknown material on the cannula shaft. A review of the device history record was completed for batch #1201810. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure (fm). Root cause for the fm issue cannot be determined at this time. H3 other text : see h10.

Event description:
It was reported that prior to use with a bd¿ allergy syringe with permanently attached needle 27 g x 1/2 in., 1 ml, foreign matter was found on the needle. The following information was provided by the initial reporter: there was some lint on the needles coming out of a fresh new tray.